Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation the device exhibited non-sustained right ventricular oversensing episodes suggestive of baseline myopotentials or electromagnetic interference. Noise was reproducible on the competitor right ventricular lead upon isometrics. Programming changes were made. The patient was stable and will continue to be followed.